Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that his blood glucose was 212 mg/dl prior to the high blood glucose event. The customer stated that his blood glucose was stuck at 446 mg/dl. The customer stated that he treated his high blood glucose with manual injections. The customer stated that he felt weak. Troubleshooting did not occur. The insulin pump will not be returned for analysis.